Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 562 mg/dl at the time of the incident. The customer was at 126 mg/dl at the time of the call. The customer was given intravenous insulin and manual injections to treat. The customer experienced symptoms such as nausea, headache, dry mouth, and disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer went to the emergency room on (B)(6) 2019 after losing control of their blood glucose levels. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).